Event description:
It was reported that there was unspecified treatment done in a left anterior descending artery (lad). A xience xpedition stent was implanted in a 1st left posterior lateral artery (lpl) and a dissection was seen requiring another unplanned xience xpedition 2.25 x 15 mm stent to be implanted as successful treatment. There was no prolonged hospitalization reported. The patient was discharged home the next day. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: dil cath: nc trek (2.25x6, 2.25x15); other: aspirin. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience xpedition, xience xpedition sv, and xience xpedtion ll everolimus eluting coronary stent system electronic instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.